Event description:
It was reported to philips healthcare that the heartstart xl had a "device failure error 2.0", "switch off and switch on again" message, when it was turned on. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.